Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the device bag tore, did any pieces of the bag fall into the patient? No pieces of the bag fell into the patient. Was there any patient consequence as a result of this event? No patient consequence.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the gallbladder was transacted from the liver they put the specimen into the device (bag). The surgeon pulled the bag up to the trocar cannula and removed the trocar. He then started pulling out the bag with the specimen through the facia. As pulling through the facia the surgeon felt as if the bad were "elastic" and it was just stretching. He opened the bag and went to grab the gallbladder with traumatic graspers to take out the gallstones. Furthermore, he tried pulling through the facia again and it just stretched and finally claimed the back ripped at the bottom leaving gallbladder inside the patient and the bag outside. He follows by just grappling the gallbladder with graspers without opening another device. There were no adverse consequences for the patient. One device was discarded.